Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.